Event description:
It was reported that the patient's scs ipg was relocated to a new location due to persistent pain at the implant site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.